Manufacturer narrative:
No product was returned. Arrhythmia, paroxysmal atrial fibrillation, infection, sepsis: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Asystole: the root cause of the injury was unable to be determined due to insufficient clinical details. Difficult to place or position (positioning issue): the root cause of the positioning issue was unable to be determined due to insufficient clinical details. Device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 developed atrial fibrillation with rapid ventricular response, which resolved after restarting furosemide. The impella became malpositioned, flipping toward the mitral valve and causing ectopy, and multiple attempts to reposition the device were unsuccessful. The patient subsequently developed pneumonia and underwent tracheostomy. The patient later experienced a cardiac arrest with return of spontaneous circulation; however, the patient ultimately expired while on mechanical circulatory support after the family elected not to pursue further resuscitative efforts.